Event description:
It was reported that this right ventricular (rv) lead exhibited high out pf range pacing impedance measurements, measuring greater than 3000 ohms and loss of capture (loc). Subsequently, this lead was surgically abandoned a new lead was successfully implanted. No additional patient adverse effects were reported.